Event description:
It was reported that the patient presented with chronic lumbar pain, degenerative disc disease l5-s1and defect of the intra-articular right l5-s1. The patient underwent a partial l5 laminectomy, l5-s1 discectomy, and tlif l5-s1 using a peek interbody device, rhbmp-2/acs and posterior fixation. Bmp was placed within the interbody device and in the lateral gutters. No complications were noted. Allegedly, post-operatively, it is claimed that the patient has developed chronic pain, burning/stabbing sensations all over the body and nerve damage.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2004, the patient presented with pre-op diagnosis of 1) s/p lumbar discectomy , l5-1, on right. 2) s/p bilateral laminar foraminotomies , l5-1. 3) chronic lumbar pain. 4) ddd at l5-s1. 5) defect of the intra- articular right l5-s1. The patient underwent following operation procedure: microneurosurgical partial l5 laminectomy , l5-1 diskectomy transforaminal l5-s1 interbody fusion utilizing a peek boomerang cage with bmp, bilateral l5 and s1 segmental pedicle screw fixation utilizing the m8 system with intraoperative fluoroscopy and a bilateral l5-s1 lateral mass fusion with bmp and autologous bone. During the procedure, the incision was made and the disk space was then entered and discectomy was performed. M8 system pedicle screw were placed at l5 and 6.5 x35 were placed a t s1. The peak cage was then placed at l5-s1 space. Center portrion of cage had been packed with bmp. 6cm precontoured rod was then placed at l5-s1 and on both sides left and right. Locking screws were placed. Head of screws were broken off. Transverse processes of the l5 and s1 were decorticated bilaterally. Pledget and bmp was placed on both sides and spinous process that had been removed was morselized.